Event description:
The customer states that a negative testpack plus hcg urine result was generated on a random urine sample that retested positive. The sample was confirmed positive by another lab. No impact to pt management was reported.